Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant of this right ventricular lead, following successful placement with favorable measurements, noise was exhibited when the associated device was connected. Additionally, no further measurements were being displayed. The helix was then attempted to be retracted, as an attempt to reposition the lead however, the helix failed to function as expected. The lead was then removed and another lead of same model type implanted without further complications. The lead is expected to be returned for analysis, as an internal conductor fracture is suspected. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.